Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that during a surgical procedure, the activation button on the e-sep pencil continued to operate when not intended for use. It was also reported that the patient received a small burn (3mm x 3mm) in the left iliac crest area that required tegaderm and a dressing. It was also reported that the surgeon received a minor burn (2mm x 2mm) in the right forearm area, no treatment was required. It was further reported that there were no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a surgical procedure, the activation button on the e-sep pencil continued to operate when not intended for use. It was also reported that the patient received a small burn (3mm x 3mm) in the left iliac crest area that required tegaderm and a dressing. It was also reported that the surgeon received a minor burn (2mm x 2mm) in the right forearm area, no treatment was required. It was further reported that there were no delays as a result of this event and the procedure was completed successfully.